Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A short simulated therapy was successfully performed. Underwater pressure leak testing was performed with no issues noted. Visual inspection was performed with naked eye and magnification and a crack in the light blue main body of the device was identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue main body of the transfer set was cracked. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.